Manufacturer narrative:
Results of investigation: the suspect component was not returned for investigation. Vyaire medical was unable to establish the exact root cause, but it is most likely due to a defective iflow 200 s single-use proximal flow sensor, rough handling. As a resolution, the customer has been provided with a new sensor replacement.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. On 21-apr, a vyaire medical representative was informed that tga had actually completed their own investigation following the customer report direct to tga in march. No exact root cause has been concluded yet by vyaire medical. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the green component of the iflow 200 s proximal flow sensor were disconnected from the main part of the flow sensor and happened on two separate occasions. It was reported there was a delay in connecting patient to the ventilator. Therefore, the said flow sensor could not be used for its intended purpose. They replace the sensor with new one and connected to the ventilator, no patient harm reported.